Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1203 (low leak co2 re-breathing risk). The device was in clinical use when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 1203 (low leak co2 re-breathing risk). During testing, the device was not reading the tidal volume (vt) correctly, and the device was displaying a low leak alarm. The rse advised the customer to perform a full performance verification (pvt) test, and to address any issues that may be found. It was then noted that the issues were related to the flow, and that they would be detected during flow testing. The rse provided the customer with the part number for a replacement flow sensor assembly. The rse then discussed the installation per the manual.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified part. Multiple good faith efforts (gfe) were performed on 26dec2023, 04jan2024, and 10jan2024 for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.